Event description:
It was reported through the submission of a revision implant sheet that the patient's right knee was revised. An entire triathlon ts knee with stems and augments, and a patellar component were implanted. Update (B)(6) 2022: as reported by rep: "patient internally rotated components with patella tracking issues. We explanted everything and readjusted rotation. Implanted stems and augments with a thicker ts poly." Implants revised: patella, 5 right ts femur, 6 universal tibia baseplate, 13 ts poly.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.